Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected a patient in the lips 1ml of juvederm ultra. One year later, patient was injected with 1ml of juvederm ultra in the lips, nasolabial folds, and chin. Five years post-injection, patient developed biopsy-confirmed granuloma, peeling, discomfort and biofilm. Patient was treated with an antibiotic for the biofilm, steroids and tacrolimus. Symptoms are ongoing. This relates to the first injection of juvederm ultra.